Event description:
The complainant reported that during preventative maintenance, an aic (automated impella controller) failed self check due to a battery comm. Failure. There was no patient involvement.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. D2 common device name revised on manufacturer device report in accordance with updated procedures. D4 model number was erroneously entered on the initial manufacturer device report number. E2 health professional revised from the initial submission in accordance with updated procedures. E3 occupation revised from the initial submission in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number. H6 investigation conclusions revised from the initial submission in accordance with updated procedures. H10 additional manufacture narrative revised from the initial submission in accordance with updated procedures.